Manufacturer narrative:
Additional information was received from the site risk manager. Section b5 information: it was reported that the procedure was a hysterectomy for a right ovarian mass. There were no intra-operative complications during the da vinci-assisted procedure. Post-operatively, the patient was initially doing well in post-anesthesia care (pacu);however, was later found to be unresponsive. The patient was returned to the or where two areas of ruptured abdominal wall varices were found and ligated. The estimated blood loss was 6.7 liters. The patent was transfused with multiple blood products. The abdomen was packed, abthera wound dressing was placed, and the patient was transferred to the surgical intensive care unit. The patient was later returned to the or again for bleeding. No large vessels were visible, the bleeding appeared to be coagulopathic and was noted from the perihepatic region, and from the edges of the midline laparotomy. The abdomen was packed with lap pads and the bleeding slowed. During the procedure, the patient's pulse was lost; resuscitation was successful with return of spontaneous circulation. The vascular team performed suction embolectomy of clot from the right atrium and right ventricle; however, significant clot burden reformed as the clots were mechanically extracted. The patient's family elected to withdraw care and the patient expired. The customer stated that no da vinci products caused or contributed to the reported event. The customer attributed the patient outcome to their history of melanoma, esophageal varices, gastroesophageal reflux disease (gerd), cirrhosis, seizures, and hypertension. Re-review of the event by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had significant comorbidities prior to the operation, specifically alcoholic liver disease. This diagnosis can lead to a patient having significant abnormal venous collateralization because of portal hypertension including abdominal wall and gastric varices and coagulopathy as result of poor hepatic function. This patient underwent a hysterectomy but later bled from the varices and eventually died as a result of a cascade of complications from these varices. No allegations have been made against any intuitive surgical products or instruments. The postoperative complications suggest this death was most likely a result of the patient pre-existing disease contribution. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the system logs found that no relevant errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: 0 degree endoscope, monopolar curved scissors, fenestrated bipolar forceps, prograsp forceps, mega suturecut needle driver. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died one day after a hysterectomy. No details of the case are provided nor are any of the events which led to the death. Based on the information in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy procedure, the patient expired on post-operative day one. The intuitive surgical clinical sales representative (csr) was informed that the surgeon of the procedure could not determine if the death was related to the procedure. The csr was not provided any details regarding the course of events, either during the surgical procedure or post-procedure leading to the patient death. The patient was stated to have underlying health conditions, but specifics were not available. Multiple requests for additional information from the surgeon have been made; however, no response has been received.